Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya had a high priority alarm 20198. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was identified during the event history log review, but was not duplicated during the evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.